Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: switzerland. No product was returned; visual and dimensional evaluations could not be performed based on the image provided. The reported event states that the single-use dermacarrier was reused, which is classified as an off-label use. Part and lot identification are necessary for review of device history records, neither were provided. The root cause of the reported issue is attributed to off-label use. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, a single use dermacarrier plate was reused, it was used down. Graft was partially well-performed. The first graft was perfect when dermacarrier was used up. The graft taken was damaged but was used. An additional unplanned skin graft was not necessary to complete the operation. There was no additional medical intervention or surgery required. No sutures were needed, and there were no deep tissue injuries. There was no extension or delay in the surgery. No other device was used to complete the operation. The surgical technique of the product was not used. Due diligence is complete, no further information is available.